Event description:
During a spinal procedure, the driver failed to retain a closure top which fell into the surgical site. The surgeon intervened by removing the closure top from the patient. There was no reported injury to the patient.

Manufacturer narrative:
Pending investigation.